Event description:
The customer reported that she was changing the infusion set and as the device was rewinding she got the alarm. The blood glucose reading was 84mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.